Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and subsequently expired that day. It was alleged that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.